Event description:
Info received indicates that pump is running backwards, sucking contents of stomach out instead of sending fluids into pt.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.